Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump, although the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Customer decided to continue using the current pump as backup therapy while a replacement pump with updated software was sent by technical support.